Event description:
It was reported that patient underwent total elbow arthroplasty, and subsequently reported pain and a clicking sound. Radiographs taken approximately six months after initial procedure confirmed that loosening of the components had occurred. A revision was performed in 2009 to remove and replace the humeral component.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Date of implant - unknown other - evaluation of the returned humeral component found bone cement attached to the stem from implantation; however, the entire stem was not covered with cement. If cement does not cover the entire stem, there will be space between the intramedullary canal and the humeral stem, causing inadequate support of the stem which may result in an increased chance of loosening.